Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver called about a dexcom sensor showing a glucose value of 40 mg/dl, with concern for possible hypoglycemia after dinner insulin and uncertainty whether the sensor value was accurate since no confirmatory fingerstick was available. Symptoms included unknown hypoglycemia status because the patient was not with the caller and no capillary blood glucose reading was obtained. Outcomes included education to obtain a blood glucose reading, assess for hypoglycemia symptoms, and replace the cgm sensor if readings did not match how the patient felt. Investigation included troubleshooting and education regarding potential cgm inaccuracy and the need for a confirmatory fingerstick. Investigation of this case revealed that the cause of the low cgm reading was unclear, and a sensor accuracy issue was considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.